Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be electrical damage to the system, power and interface pcb assemblies. Physio replaced the system, power and interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further cause of the reported issue was not determined.